Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se tightened a graphic user interface (gui) loose connection and replaced a damaged gui to breath delivery (bd) cable, which resolved the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) lower display became blank. There was no patient involvement.